Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion (chronic total occlusion-cto) in the left anterior descending (lad) artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.